Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the ohr review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. Reported defect can be confirmed. Closure wire is ruptured , and part of white protective tube is missing. The root cause of this complaint was determined as intentional user error (misuse) related. Closure wire was ruptured by improper method of use same as white protective tube which was ruptured to minimally 4 parts as the root cause of this complaint was determined as intentional user error (misuse) related, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
The small plastic sheath of the wire unravelled and detached from the wire. It migrated to the operating area. The part of the sheath was recovered.

Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the jot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device and jack of information about reported defect. As the root cause of this complaint was not determined, no corrective/ preventive actions in production are deemed necessary to introduce.

Event description:
The small plastic sheath of the wire unravelled and detached from the wire. It migrated to the operating area. The part of the sheath was recovered.

Event description:
The small plastic sheath of the wire unravelled and detached from the wire. It migrated to the operating area. The part of the sheath was recovered.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.